Event description:
The manufacturer's service technician reported an upgrade per a recall notice was being performed at an international distributor site, and it was noted that upon removal of the power supply to perform the field action, there was damage due to overheating. Ths service engineer replaced the power supply to correct the finding. The replacement power supply had the approved snubber pcb as directed in the recall notice. Damage due to overheating of the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power during use could cause the ventilator to shut down.

Manufacturer narrative:
FDA notified 02/08/2008.